Event description:
Groshong catheter found to be nonfunctioning. Radiology evaluation determined catheter segment had separated and traveled intravascularly. Retrieved via right femoral vein. Port section removed in or.